Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke mid retrieval from uterine cornua') and bipolar disorder ('bipolar disorder') in an adult female patient who had essure (batch no. D08068-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included astigmatism, venereal disease nos, thyroid disorder, cervical cancer, pap smear abnormal, amblyopia, anemia, chronic back pain, amenorrhea, not sexually active, amblyopia, varicella and human papilloma virus immunisation. Previously administered products included for an unreported indication: nexplanon.. Concurrent conditions included morbid obesity, glaucoma both eyes, myopia, depression, vaginal bleeding, pelvic peritoneal adhesions and anxiety disorder. Family history included cataract, autism, cerebral palsy, heart disease congenital, cystic fibrosis, down's syndrome, huntington's chorea, muscular dystrophy, neural tube defect, sickle cell trait, tay-sachs disease, mental retardation, blindness, diabetes, blood pressure high, degeneration macular, retinal detachment, strabismus, stroke, cancer and thyroid disorder. Concomitant products included etonogestrel (implanon), iodine and lidocaine. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdominal"), perineal pain ("pain perineal"), tooth disorder ("dental problems/dental issues"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, bipolar disorder, nausea, fatigue and weight increased outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and tooth disorder had resolved and the abdominal pain lower, perineal pain, vaginal haemorrhage and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, device breakage, fatigue, menorrhagia, migraine, nausea, pelvic pain, perineal pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 trailing coils noted. This was repeated on the left ostium. There were 3 trailing coils noted. Current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.357 kgs. Hysterosalpingogram - on (B)(6) 2016: result of the confirmation test: bilateral occlusion. Hysterosalpingogram confirms bilateral fallopian tube occlusion with essure device implants. Concerning the injuries reported in this case, the following one were reported via medical record: device breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, bipolar ii disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2019: update of information (batch is not valid) on 8-oct-2019: quality safety evaluation of ptc. Fu(4) and(5) processed together. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke mid retrieval from uterine cornua') and bipolar disorder ('bipolar disorder') in an adult female patient who had essure (batch no. D08068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included astigmatism, venereal disease nos, thyroid disorder, cervical cancer, pap smear abnormal, amblyopia, anemia, chronic back pain, amenorrhea, not sexually active, amblyopia, varicella and human papilloma virus immunisation. Previously administered products included for an unreported indication: nexplanon.. Concurrent conditions included morbid obesity, glaucoma, myopia, depression, vaginal bleeding, pelvic peritoneal adhesions and anxiety disorder. Family history included cataract, autism, cerebral palsy, heart disease congenital, cystic fibrosis, down's syndrome, huntington's chorea, muscular dystrophy, neural tube defect, sickle cell trait, tay-sachs disease, mental retardation, blindness, diabetes, blood pressure high, degeneration macular, retinal detachment, strabismus, stroke, cancer and thyroid disorder. Concomitant products included etonogestrel (implanon), iodine and lidocaine. On (B)(6) 2016, the patient had essure inserted. In april 2016, the patient experienced migraine ("migraine/headaches"). In may 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), bipolar disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tooth disorder ("dental problems/dental issues"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("pain lower abdominal") and perineal pain ("pain perineal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, bipolar disorder, nausea, fatigue and weight increased outcome was unknown, the pelvic pain, abdominal pain, menorrhagia and tooth disorder had resolved and the migraine, vaginal haemorrhage, abdominal pain lower and perineal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, device breakage, fatigue, menorrhagia, migraine, nausea, pelvic pain, perineal pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 trailing coils noted. This was repeated on the left ostium. There were 3 trailing coils noted. Current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.357 kgs. Hysterosalpingogram - on (B)(6) 2016: result of the confirmation test: bilateral occlusion. Hysterosalpingogram confirms bilateral fallopian tube occlusion with essure device implants.. Concerning the injuries reported in this case, the following one were reported via medical record: device breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, bipolar ii disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - new events essure broke mid retrieval from uterine cornua, abnormal bleeding (vaginal, menorrhagia), pain lower abdominal and pain perineal were added. Previously reported event psych injury updated to psychological or psychiatric problems condition: bipolar. Outcome of migraine headaches updated to recovering from unknown. Essure lot number was added. Patient race were added. New reporter were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine headaches"), tooth disorder ("dental problems"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma, migraine, tooth disorder, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result of the confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ replaced with ¿pelvic pain¿. New events added: abdominal, menorrhagia (heavy menstrual bleeding), psych injury, migraine headaches, dental problems, nausea, fatigue and weight gain. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.